Event description:
Spontaneous call - patient reported that freedom pump not working, will not crank anymore. Patient has had for more than 2 years. Unknown if patient still has defective device on hand. Unknown if md is aware. Unknown if pt missed any doses or experienced adverse events. No further information reported. Reported to (B)(6) by pt/caregiver.